Event description:
Complainant alleged that during training by zoll staff, the associate defibrillator was unable to detect the attached malfunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.